Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the right ventricular (rv) lead was implanted, thresholds were too high. It was also reported that after several pacing sites were attempted, the lead tip could not be spun out. The surgeon explanted and replaced the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix retracted. If information is provided in the future, a supplemental report will be issued.